Manufacturer narrative:
The associated devices were returned and evaluated, with exception of the mentioned patella which was not returned. A review of manufacturing and sterilization records did not reveal any deviations that could have contributed to this issue. As part of this investigation, the following evaluation was performed by our research department with the following results: the purpose of this investigation was to examine the returned devices. No destructive testing was performed. Visual inspection of the implants showed cement well bonded to the grit blasted surfaces of the tibial base and oxinium femoral components. This indicates the implants were likely not loose. Scratches seen on the femoral component likely occurred during removal. The tibial tray polished surface has scratches that likely occurred due to usage and during removal. Sem/edax identified compositional elements of stainless steel in this region indicating that contact between the tibial tray component and a surgical instrument likely occurred during removal of the well locked insert. Wear and deformation on the polyethylene insert indicate typical usage. Examination of lock detail and the distal surface of the insert indicate the insert was properly locked into the tibial tray locking mechanism. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a revision was performed due to a metal allergic reaction.